Manufacturer narrative:
Insulin pump was received with a blank solid black lcd display with horizontal black lines due to cracked lcd glass and a cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump flashes white screen and continues to alarm. The customers blood glucose level was 181 mg/dl at the time of incident. Advised the pump will need to be replaced and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.